Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhoea"), dyspareunia ("painful intercourse, dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain, pain"), abdominal pain lower ("excessive cramping, pain"), migraine ("migraine headaches, migraines/headaches"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal/digestive condition: bloating"), headache ("migraines/headaches"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (underwent total hysterectomy to remove essure on (B)(6) 2007 (discrepant date provided)). Essure was removed on (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal pain lower, migraine, feeling abnormal, vaginal haemorrhage, menorrhagia, abdominal distension, headache, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2007, she underwent a procedure to remove essure device (discrepancy between insertion and removal dates) diagnostic results: on an unknown date, essure confirmation test showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter and patient demographic information, product indication, onset and removal dates updated, new events menorrhagia, abdominal distension, headache, depression, anxiety and weight increased added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("excessive cramping"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove essure on (B)(6) 2007 (discrepant date provided)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal pain lower, migraine, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2007, she underwent a procedure to remove essure device (discrepancy between insertion and removal dates) incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abruptio placentae. Previously administered products included for an unreported indication: mirena. Concurrent conditions included enlarged thyroid and acid reflux (oesophageal). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhoea"), abdominal distension ("gastrointestinal/digestive condition: bloating"), migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("painful intercourse, dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain, pain"), abdominal pain lower ("excessive cramping, pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), feeling abnormal ("brain fog"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent total hysterectomy to remove essure on (B)(6) 2007 (discrepant date provided)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, abdominal distension, migraine, feeling abnormal, headache, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, she underwent a procedure to remove essure device (discrepancy between insertion and removal dates) discrepancy noted at date of insertion (B)(6) 2006(as per pif discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: result: total bilateral occlusion. Diagnostic results: on 2006 an , essure confirmation test hysterosalpingogram was done and showed total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abruptio placentae. Previously administered products included for an unreported indication: mirena. Concurrent conditions included enlarged thyroid and acid reflux (oesophageal). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle, dysmenorrhoea"), abdominal distension ("gastrointestinal/digestive condition: bloating"), migraine ("migraine headaches, migraines/headaches") and headache ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced dyspareunia ("painful intercourse, dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain, pain"), abdominal pain lower ("excessive cramping, pain"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), feeling abnormal ("brain fog"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent total hysterectomy to remove essure on (B)(6) 2007 (discrepant date provided)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, abdominal distension, migraine, feeling abnormal, headache, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2007, she underwent a procedure to remove essure device (discrepancy between insertion and removal dates) discrepancy noted at date of insertion (B)(6) 2006 (as per pif discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: result: total bilateral occlusion. Diagnostic results: on 2006 an , essure confirmation test hysterosalpingogram was done and showed total bilateral occlusion. Amendment: the report was amended for the following reason: model number was changed from e305 to e205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.